Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangio drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The trocar needle was noted to be protruding out from the catheter and needle looks longer. However, the investigation is inconclusive for the reported length of trocar needle longer than catheter issue as the provided evidence is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of trocar needle was allegedly found to be longer than the catheter too much. The procedure was completed using another device. There was no patient contact.